Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a no audio alert for a low on a g6 mobile app occurred. Data was returned and evaluated. The reported event of a no low audio alert for on g6 mobile app was not confirmed via data. A probable cause could not be determined. No additional event or patient information is available.